Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation method: lens work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was cut out to remove with no patient injury, no sutures required. A different model lens was implanted.